Manufacturer narrative:
(B)(4). Pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit was received with normal operating currents and no unexpected low battery alarm noted. Unit was received with detached reservoir tube retainer, scratched case, minor scratched lcd window, cracked battery tube threads, cracked case along the side of the battery tube and faded serial number label. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Hold for tyonie 12/27/17it was reported that they experienced high blood glucose. The customer¿s blood glucose level was 453 mg/dl. The customer was treated with a syringe. The customer performed high pressure test. The insulin pump will not be returned for analysis.